Event description:
Reportedly, instrument didn't cut completely in 2006-per rep: this was a serious injury/adverse event. The surgical time was extended by more than 30 mins. Will change from malfunction to serious injury. Sex: unk, procedure: lap sigmoid.